Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the suture used on? What was the condition of the tissue? Were any cultures taken of the incision? What were the results? What is the patient age, gender, prior medical conditions? What is the surgeon opinion of relationship of suture and redness after one week?

Event description:
It was reported that the patient underwent craniotomy on an unknown date and suture was used to sew skin. One week after the procedure, the patient was found red and swollen around the wound. The facility opined it was related to the suture and removed the suture from the patient. Two days after removing the suture from the patient, the redness around the wound was fading. Additional information has been requested.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the suture used on? Skin what was the condition of the tissue? Normal were any cultures taken of the incision? No what were the results? Na what is the patient age, gender, prior medical conditions? Unk what is the surgeon opinion of relationship of suture and redness after one week? Removed the suture from patient, the redness fade. So the surgeon consider the redness is related to suture.